Manufacturer narrative:
Correction information provided in b.5., and h.6. A sample was not received at investigation site for evaluation for the report of device replaced with a new one, bleb revision, conjunctiva thinning and fluctuating iop; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
The patient had fluctuating iop as stated by the doctor since (B)(6) 2015. On (B)(6) 2016 the patient presented with decreased visual acuity and iop of 25 mmhg, so it was decided to explore the valve in the operating room on (B)(6) 2016. After the examination it was decided to replace the valve with a new one. Patient's iop was stabilized after the valve replacement with another glaucoma filtration device.

Event description:
A health care professional via study reported that following a glaucoma filtration device (gfd) implant procedure, the subject underwent ssi replacement of company filtration valve with a new one. As per the investigator, the event was related to the device. Additional information requested and received stating that there was a surgical intervention. The event was resolved. There was excellent outcome with valve in position. Additional information received stating that there was a bleb revision. Conjunctiva would not have been thinned if the valve implantation had not been performed. As per the investigator, the event was not related to the device and it was related to the test procedure. It was not considered as a serious adverse event.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).